Manufacturer narrative:
This event occurred during an unspecified date of(B)(6) 2019. (B)(6). The device(s) were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "coring" was observed in an unspecified quantity of solution sets. This issue was identified when "puncturing" the intravenous port of non-baxter bags. There was no patient involvement. No additional information is available.